Event description:
Postoperative fracture of the sp ii hip-stem. Explantation was required.

Manufacturer narrative:
Review of production and quality system records. Investigations: device history record review: (material and production specs): the device was not returned to the company. Based on a review of the production records, the device met its required specs when it was released to the field. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the sp ii hip-stem also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.